Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 309 mg/dl. The customer was experiencing the symptoms of ketones, vomiting, almost pasing out, diabetic ketoacidosis. Customer reported that they have a backup plan available. The customer was treated with manual injections. The customer was admitted to the hospital. The customer blood glucose when down once she was in the hospital. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call back for assistance if unexplained high blood glucose persist.